Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the false air in line alarms which were not reproduced. The alarms were confirmed as it was observed that the upstream sensor had low fluid numbers. Low ultrasonic readings have been known to cause false air in line alarms. The failed upstream sensor was replaced. (B)(4).

Event description:
During recertification of a baxter pump, functionality testing was completed. During the testing, the device had a constant/false air in line alarm. There was no patient involvement.